Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button is becoming unresponsive. Reportedly, the customer has to press the wake button multiple times for the pump to respond. There was no reported impact to customer's blood glucose level.